Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The host module was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on may 22, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system locked with no system message displayed. The system was restarted and it worked. Additional information has been requested.